Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient was experiencing pain and twitching on their right buttocks below their ins and it started weeks ago. The patient also described pain in their tailbone when twisting to the left side and they did not experience this prior to their implant. The patient stated that their doctor advised that it would get better over time. The patient was advised to follow up with their doctor if the pain does not improve.